Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A user facility reported that following a toric intraocular lens (iol) implant procedure the lens was exchanged for another toric iol. Additional information has been requested.